Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the unintended movement (clip open- locked). There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report the first clip opening while locked (cowl). It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4 with flail. After deployment of the first clip (20314r133) at a2/p2, the clip opened from 25 degrees to 30 degrees. The clip remained stable on the leaflets and it was decided to implant another clip to further reduce the mr. During implantation of the second clip (20125r133), multiple grasps of the leaflets were attempted to get a satisfactory result. The clip was deployed in a medially position close to the first clip. A third clip (20202r235) was advanced in the patient, but the clip was not able to capture the posterior leaflet. It was noted that there was damage to the posterior leaflet due to the multiple grasping attempts with the second and third clip. Ultimately, the third clip was implanted very close to the lateral commissure. However the mr was still high at a grade of 3-4 and the gradient was at 5mmhg. After the procedure, the patient was moved to cardiac surgery due to the high mr grade and high v wave. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06sep2022 for clips not being able to establish final arm angle(efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).